Event description:
It was reported by service report that the height adjustment rack was bent and fowler cylinder was drifting. It is unknown if there was patient involvement or adverse consequences.

Manufacturer narrative:
Height adjustment racks and fowler.